Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period mar-2020 to feb-2022 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint # (B)(4).

Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that after approximately 24 hours of intra-aortic balloon (iab) therapy the console generated fiber optic sensor failure and catheter restriction alarms. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The customer had already switched over to the fluid lumen. It was also noted that the iab waveforms were flattened. It was discussed that this was likely the cause of the restriction alarm. After turning the patient, the iab waveform went back to an appropriate peak. It was explained why this could be happening and the customer was encouraged to discuss a plan going forward with the bedside rn and team. There was no patient harm or adverse event reported.